Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited undersensing, high threshold measurements, pacing inhibition and low amplitude measurements one day post implant. This rv lead was observed to have dislodged. A revision procedure was performed. The lead was repositioned several times and was inserted and removed from the device header several times, however, inconsistent sensing and varied pacing impedance measurements from the 400 ohms range to greater than 2,000 ohms was observed. The lead was eventually successfully repositioned and appropriate measurements were obtained, however, the physician suspected a potential device header issue, so the pacemaker was explanted and replaced with a different model. One day post revision procedure, sensing and threshold measurements were again observed to have changed. Available information indicates the rv lead remains in service. No additional adverse patient effects were reported.